Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 32 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke. The device was removed intact, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts lifted at distal section. The undamaged stent outer diameter was measured using snap gauge and the result was this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damages. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found the polymer extrusion to have multiple kinks. A break was noted 28.2cm distal from the port exchange. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 32 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke. The device was removed intact, and the procedure was completed with a different device. There were no patient complications nor injuries reported.